Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was noted at 7.5-9.0cm from the distal tip electrode, consistent with friction to another device. The etfe coating was abraded at the same location. External insulation abrasion was noted at 27.9-28.4cm from the distal tip electrode, consistent with friction to another device. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.